Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacture representative (rep). It was reported the patient was scheduled for a pocket revision with a migrated ins. There were no further complications that have been reported as a result of this event.